Event description:
It was reported that the programmer was returned for testing and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer there was a deviation in the touch position. Analysis also noted that the test leads were calibrated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.